Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit was showing a "red" battery condition after performing a full discharge/charge and showing only 40 minutes of battery operation available. There was no patient involvement.

Manufacturer narrative:
The fsr verified the reported the reported problem. He installed new batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be within specifications and to properly charge. Upon receipt batteries measured 12.9 volts direct current (vdc) and 13.0 vdc, both typical. Conductance measurements were 469 siemens (s) for the first battery and 513s for the second battery, both passing. Both batteries passed discharge test at 56 minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.